Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. It is possible the foreign material may have been unremoved in air water channel and air water cylinder because the device was not reprocessed properly due to leakage from scope cover. However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in "gif-ez1500 operation manual chapter 3 preparation and inspection", and preventative measures in " gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
The videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, foreign objects were observed on the air/water cylinder and air/water tube. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.